Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported device damaged by another device (dislodged) or incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The narrative and provided imaging were reviewed by an abbott director of medical affairs. Based on available information, the reported incomplete coaptation and device dislodged by another device are related to procedural conditions (interaction between implanted clips and with third clip during grasping and positioning). The reported death appears to be related to a combination of patient condition (comorbidities, age, frailty) and the incomplete coaptation. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), previous cardiac surgery, dilated heart, and aortic valve replacement for a mitraclip procedure. It was reported that the first xtw mitraclip was successfully implanted. A second xtw mitraclip. Was chosen to be implanted. While positioning the mitraclip for grasping, it was noted that the initial clip opened. The second clip was successfully implanted. A third xtw mitraclip was subsequently attempted to stabilize the first clip. However, during manipulation of the third clip, interaction of the third clip with the first and second xtw mitraclips occurred, resulting in single leaflet device attachment (slda) of both the first and second clips. As a result, the third clip was removed, and it was decided to send the patient for mitral valve surgery. The patient was left with grade 4+ mitral regurgitation. It was noted that the patient passed away on (B)(6) 2025 prior to surgical intervention. The physician reported that the cause of death was due to patient comorbidities, mr and the procedural sldas that occurred.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), previous cardiac surgery, dilated heart and aortic valve replacement for a mitraclip procedure. During the procedure, one mitraclip was implanted successfully. During positioning of second clip for grasping, first mitraclip opened to 100 degrees due to clip interaction. For stabilization of first clip, an attempt was made to implant third mitraclip. Interaction of third mitraclip with first and second mitraclip was observed while grasping and positioning of the clip. A single leaflet device attachment (slda) occurred from septal leaflet for both first and second mitraclips due to the interaction. The third mitraclip was removed from the anatomy and the procedure was terminated. The mr remained unchanged post procedure. On (B)(6) 2025, it was informed that patient passed away.